Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needle was separated from the thread.

Manufacturer narrative:
Samples received:16 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this batch. We manufactured 5,904 units of this batch. There are 1,296 units in stock that have been requested for analysis. We have received 16 closed samples and 1 open sample (only without the second pack) from the customer for analysis. We have checked the samples received from the customer and we have noticed that in one of the closed samples received, the aluminium pouch is without the fourth sealing. The fourth sealing of this unit is displaced 0.5 cm approximately. Tightness test to the other samples received has been performed and the units are tight. We have tested the knot pull tensile strength of all samples received from the customer and the results fulfil requirements: 4.47 kgf in average and 4.06 kgf in minimum (requirements: 2.73 kgf in average and 1.37 kgf in minimum). On the other hand, we have reviewed the 1,296 units from stock and no other units are affected (all units are tight). Taking into account that only unit is affected of the 1,313 analyzed samples, we consider that this is an accidental and isolated unit, no related to a batch systematic error. Final conclusion: taking into account that the one of the samples received does not fulfil the product specifications, we conclude that the complaint is justified. Corrective/preventive actions: there is an improvement project open in site to determine root cause and actions to avoid this defect: six_03.1_2015.